Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. The catalog number and serial number of the 3t heater cooler was not provided. Therefore, the UDI is unknown. If it becomes available, it will be provided in a supplemental report. D.4. The serial number of the 3t heater cooler was not provided. Therefore, the manufacturing date is unknown. If it becomes available, it will be provided in a supplemental report. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a patient underwent a CABG and valve repair cardiac surgery on (B)(6) 2016 at (B)(6) hospital in which a 3t heater cooler system was used. The patient (B)(6) was tested positive for m. Chimaera on (B)(6), 2023. The evidence of patient report infection was not provided to livanova.